Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis, product ID: 97745, (serial: (B)(6), product type: 0201-programmer patient; brand name: intellis, product ID: 97745ac, (serial: (B)(6), product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that they couldn't charge their controller since today. Patient service specialist helped the patient inspect the ac power supply cord/plug, and controller port, but no visible damage was detected. Patient service specialist had the patient clean the ac power supply plug. Pt plugged the controller into the wall outlet without the li battery pack, but the controller screen didn't turn on even when plugged into a different wall outlet and they confirmed the ac adapter had a green light. The issue was not resolved. A replacement ac power cord and controller were sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that they still could not get the controller to charge. Agent had pt verify they were using their replacement equipment and they were. A replacement battery pack was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight obtained.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745ac serial# unknown product type accessory product ID 97745bp serial# (B)(6) product type accessory h3: analysis of the controller (product ID 97745 serial# (B)(6) found a scratched accent band; no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information was received. Patient reported they received the replacement controller around christmas but continues to not be able to charge their controller and implant. Patient reported they charged both devices, implant and controller; both devices were dead the next morning. Patient reported they tried 3 different times. Troubleshooting performed with patient. The controller is taking a charge from the wall outlet. Agent suggested patient to charge the controller via wall outlet, not extension cord. Patient reported the controller is taking a charge now; the controller is 40% charged and their ins is in the red. Patient reported they do not use a recharging belt when they charge her implant. Agent suggest using a recharging belt, tight-fitted pants or abdominal binder to hold the recharger in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.